Manufacturer narrative:
We have now completed our investigation into this complaint. A visual inspection was performed on the exterior of product and no problems were found. The reported complaint was confirmed as upon evaluation the test pump cartridge had difficultly turning and locking into user interface (u.I.) Assembly. The interlocking issue is currently being investigated further by the smith and nephew engineering teams with the ultimate aim of reducing complaints of this nature. Following the evaluation, the device was sent to the service and repair area to determine the full repair status of the device.

Event description:
It was reported that hand-piece won't lock into place also due for preventive maintenance need of loaner. There was no patient harm reported. There was no adverse patient harm. There was no back-up for this device and the locking mechanism but it was found after the case.